Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored and no unexpected off no power or battery out limit occurred during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump passed self test and a21 error test and no a47 or a21 alarms noted during our testing. No a47 alarms in the alarm history file, the insulin pump was able to download to the carelink pro software without any errors. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer reported that the insulin pump alarmed motor error and has excessively alarmed no delivery. Customer also reported that the insulin pump alarmed displayable history crc check failed on startup. Customer's blood glucose reading was 122 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.